Event description:
The hearing aid user came into the dispenser's office for a routine follow-up visit. The dispenser noticed 2 wax guards in the user's ear. The dispenser removed the wax guards. There was no redness, no swelling, or no bleeding in the user's ear.